Event description:
Covidien rec'd info stating that an 840 ventilator had an unresponsive graphic user interface (gui) keyboard. The ventilator was not in use on a pt at the time the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the gui keyboard. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).